Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously low vitamin b-12 results on four patients generated by unicel dxi 800 access chemistry analyzer. The samples were repeated on the alternate unit and results within the normal reference range were obtained. The results were not reported out of the laboratory. Patient treatments were not impacted with regard to this event.

Manufacturer narrative:
The customer collected the samples in serum tubes with gel. Initial qc levels one and two were ran after calibration and the results obtained were within the customer's established range. On (B)(4) 2010 qc levels one and two were ran again, however, the result were outside the customer's established low ranges. The customer cleaned the unit and no other qc issues been reported since. Service was not dispatched for this event. Samples have been requested to be sent to the customer product line support for additional testing. Data are not available. A clear root cause can not be determined for this event at this time.